Event description:
The customer contacted beckman coulter, inc (bci), in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for five pts. The pt samples were sent to another reference lab and retested on a different instrument. The results were within the normal reference range. The initial erroneously elevated results were not reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the site on (B)(4) 2009 to investigate the event. The customer stated to the fse that they are no longer running accutni on this instrument. The fse did not perform hardware verification as the instrument is being replaced. Therefore, a definitive root cause could not be determined for this event. This is 4 of 5 separate MDR reports related to 5 pt events associated with a single malfunction report. Reference MDR numbers: MDR 2122870-2011-03698, 03699, 03700, 03701, 03702 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add¿l reportable events.